Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had been experiencing pain at the ipg site. The patient twiddles with the device and it rubs her ribs and hip which is causing pain. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2017. The issue was resolved.